Manufacturer narrative:
Unit received with button error alarm and no button response due to moisture damage keypad trace. Unable to perform the displacement test due to keypad anomaly. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 78 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.